Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device dislocation ('migration of essure device/the remaining coils had migrated'), embedded device ('had to have lvh due to coil not able to removed stuck'), uterine perforation ('perforation(uterus)coil was poking my uterus and organs') and device expulsion ('expulsion of essure device/one of my coils fell out a couple days after placement') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysrhythmias since 2007, depression since 1997 and hypothyroidism. Concomitant products included levothyroxine sodium (synthroid) and thyroid (armour thyroid). In november 2006, the patient had essure (ess205) inserted. In april 2007, the patient experienced device expulsion (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)/pain during sex"). In may 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and abdominal pain lower ("pain: pain in lower abdomen"). In june 2007, the patient experienced polymenorrhoea ("polymenorrhea"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3) and surgery ((B)(6) 2010 (total hysterectomy (uterus and cervix removed),lvh and (B)(6) 2010 (total hysterectomy (uterus and cervix removed)lhv). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the embedded device, uterine perforation, device expulsion and polymenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, device dislocation, device expulsion, dyspareunia, embedded device, menorrhagia, perforation, polymenorrhoea, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of essure: apr-2007. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in july 2007: results: migration of essure device, expulsion of essure device. One of my coils fell out a couple days after placement. When I had the ultrasound I was told the remaining coils had migrated.. Most recent follow-up information incorporated above includes: on 13-jun-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), migration of essure device/the remaining coils had migrated, perforation(uterus)coil was poking my uterus and organs, expulsion of essure device/one of my coils fell out a couple days after placement, pain: pain in lower abdomen, had to have lvh due to coil not able to removed stuck. Event outcome was updated for the event: lower abdominal pain, dyspareunia (painful sexual intercourse)/pain during sex, abnormal bleeding (vaginal, menorrhagia). Lab data was added. Concomitant drugs, conditions, reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (removal of essure implant on (B)(6) 2010). Essure (ess205) was removed on (B)(6) 2010. The reporter considered perforation to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.